Manufacturer narrative:
Combination product: yes.

Event description:
Non-capture was observed at 7.5v @ 1.5ms on (B)(6) 2024. Noise on the ra channel can be seen; the ff signal also appears noisy. Ff oversensing is seen on the rv channel. The physician suspected the lead position has changed. It was reported the patient has lost about100lbs in the last 3 months. Patient will get an x-ray to assess lead position. Lead remains implanted.

Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2024 and additional report of dislodgement was received the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024 and additional report of dislodgement was received. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found rubbed through in the distal end region. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.